Event description:
The dental implant fx5012swc was removed on (B)(6) 2017 due to loss of osseointegration 1 year and 11 months after implantation. The doctor indicated that peri-implantitis caused the implant removal. The patient has no significant medical history and has been recovered without complications.